Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
When the tray was being reassembled, it was noticed that the handle appeared broken. The photo provided showed the handle to be cracked but still in tact. It is unknown when exactly the handle cracked.